Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. PMA / 510(k)#: k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was false positive. The following information was provided by the initial reporter: what result did the customer obtain from the bd product?: positive. What result was the customer expecting to obtain (if different from the obtained result)?: negative. While following up with customer regarding (B)(4), customer reported that they could not repeat a shigella positive.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they had suspected false positive results for shigella while running the enteric bacterial panel assay. Customer states they are unable to confirm the shigella positive results. A bd field service engineer (fse) was dispatched to the customer site where they performed an instrument health check and a repair of the instrument which included replacement of the following parts: heater mux on instrument side a and the z-gantry pump #3. Instrument alignments, cleaning, and calibration were performed per the service guide. Software update was also performed. Instrument qualification was performed and passed. This complaint is confirmed by service. The root cause cannot be determined with the information provided. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and no additional cases were observed for the complaint failure mode reported.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was false positive. The following information was provided by the initial reporter: 1. What result did the customer obtain from the bd product? Positive. 2. What result was the customer expecting to obtain (if different from the obtained result) negative. While following up with customer regarding case (B)(4), customer reported that they could not repeat a shigella positive.